Event description:
It was reported that the patient underwent explant surgery due to an infection. Device history records for the generator were reviewed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
Additional information received noting that the infection was at the generator site and only the generator was explanted. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.